Event description:
(B)(4).

Manufacturer narrative:
The device was received by resmed (B)(4) and it is currently being returned to the MFR facility located in (B)(4) for an engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).